Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission revealed that the right atrial (ra) lead was oversensing noise resulted in inappropriate mode switch episodes. No intervention was done. The clinic will continue to monitor the patient. The patient had no adverse consequences.